Event description:
It was reported that the patient underwent a 2-level alif at l4/5 and l5/s1 using rhbmp-2/acs at an unknown time. The patient subsequently developed a "large" fluid collection anteriorly that required percutaneous drainage.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device was not returned to manufacturer for evaluation. Therefore, we are unable to determine the cause of the event.